Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a tka, using a vis adpt guide kit jii, the surgeon felt that the tibia was too externally rotated and oversized. The surgeon also felt that the femur was overly flexed. Surgery was performed, with the same device. It is unknown if there was a delay in surgery. The patient had a slight pain post operation.

Event description:
It was reported that, after a tka, was performed using a vis adpt guide kit jii as intended and without any delay. Postoperatively, the surgeon felt that the femur was overly flexed and the tibia was oversized and over rotated. This did not match the preoperative plan that was created. Also, patient felt some pain postoperatively when walking. It is unknown current patient´s heath status.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that the provided x-ray images appear to show a posterior and laterally overhanging tibial baseplate as well as a posteriorly flexed femoral component with anterior lift that was described by the surgeon. No clinical factors have been identified which would have contributed to the reported event. The engineering evaluation concluded the segmentation was outside of acceptance criteria and the over-segmentation of the femur and the tibia are potential causes for the surgeon¿s complaint. The visionaire adaptive guide surgical technique notes that a sterile back-up instrument set be available in the event the guide is determined intraoperatively to be unsuitable for intended use. The patient impact beyond the reported unplanned outcome of an overly flexed femur and over-sized/over-rotated tibial component with post-operative pain cannot be determined. It is unknown if any future medical/surgical interventions are anticipated. No further medical assessment can be rendered at this time. A review of the manufacturing records could not be performed, since the device history record for this production order was not available. This issue was escalated through our quality process. As visionaire devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the instructions for use documents for visionaire patient matched instrumentation revealed that if the patient matched cutting block does not perform as intended, use the standard smith & nephew instrumentation to complete the surgery. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Verifying the device configuration according to the drawing print is within the steps of the final inspection. A review made by the quality engineering team revealed that the alignment engineer and segmentor failed to segment the femur and tibia properly. The femur was found to be oversegmented at the anterior cortex of the lateral side. And the anterior portion of the tibia on the medial side. The team members associated with this issue were notified of the problem and a thorough review of the visionaire segmentation standard for block fit area was emphasized. At this time, we do have reason to suspect that the product failed to meet product specifications at the time of manufacture. The root cause of this event was determined to be the oversegmentation of the femur at the anterior cortex of the lateral side and the anterior portion of the tibia on the medial side. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.